Manufacturer narrative:
A field service representative (fsr) found that the sample aspiration probe was leaking intermittently and the part was replaced by the fsr. A review of complaints did not identify any adverse trends. Based on the event details and investigation, no product deficiency was identified with the cell-dyn 1800 instrument. The issue was isolated to a leaking sample aspiration probe, which was replaced during instrument service. The cell-dyn 1800 system operator's manual provides information to assist in problem identification, isolation, and corrective actions. If additional information or help is required, technical assistance can be obtained by calling abbott diagnostics customer service. The replacement of the sample aspiration probe is an as-required maintenance procedure and replacement instructions are provided.

Manufacturer narrative:
(B)(4); no consequences or impact to patient. (B)(4); low test results an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated a patient specimen tested on the cell-dyn 1800 generated a low hemoglobin of 7.7 g/dl and a low hematocrit of 25.2% which were outside of normal limits. The patient was sent to the hospital for transfusion. The patient was tested at the hospital and generated a normal hemoglobin result of 12.1 g/dl and a normal hematocrit of 37.3%. The patient was not given a transfusion and there was no impact to patient management.